Event description:
It was reported that, "the rim cup impactor broke while impacting the cup to the acetabulum."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.